Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had high blood glucose due to a bent cannula. Customer's blood glucose was 400 mg/dl at the time of the incident. Customer's current blood glucose was 170 mg/dl. Customer reported symptoms such as dehydration, headaches, and feeling off due to her high blood glucose. Customer treated with a bolus and then changed out the set. Customer bolused again and treated with an injection. Customer reported that she has contacted her health care provider regarding the unexplained high blood glucose. Customer declined to check if the cannula was bent. Customer was advised to monitor the issue and call back if needed.